Event description:
The customer's diabetes educator reported via phone call that the customer had been noticing that she had higher blood glucose. Yesterday, she changed the site and ended up with diabetic ketoacidosis. Customer's blood glucose was 461 mg/dl at the time of the incident. Customer's current blood glucose was 179 mg/dl. Customer changed the site and her blood glucose started to go down. Customer treated with the pump. Customer went to the emergency room on (B)(6) 2015 with a blood glucose of 472 mg/dl. Customer had nausea and was vomiting. Customer is still in the hospital and on an insulin drip. Customer was wearing the pump at the time of the emergency room visit. Customer also found a bent cannula. Customer reviewed her settings and stated they were correct. Customer will be sent tubing clamps and a replacement set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.